Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing. Resulting in pacing inhibition. Unintentional extra-cardiac stimulation causing patient discomfort was also noted. The lead was capped and replaced on (B)(6) 2024. The patient was recovering without consequences.